Event description:
On (B)(6) 2009, the pt reported that the adhesive of the infusion sets does not stick to her body and she uses bandages to keep them in place. She stated that one infusion site fell off while in the shower. She stated that she does not use lotion on her skin and her skin is dry when the infusion site is placed. She was sent replacement infusion sets and adhesive dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.